Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Unsuccessful attempts were made to retrtieve the for examination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. It was reported that no broken piece was left in the patient¿s body. The investigation could not draw any conclusions about the current reported event without the pin to examine or the provided information. Based on the inability to determine a root cause, a need for corrective action is not indicated. CAPA (B)(4) was previously initiated to investigate this type of fracture. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
The type of this complaint is a pin breakage. Tka for oa took place on (B)(6) by using lcs. The surgeon cut the femur by using a/p cutting block fixed by three drill pins. After cutting the femur, the tip (about 3 cm) of the drill pin in question broke when the surgeon removed it with a pin extractor. Even using a c-arm, the surgeon could not found the broken piece. By images, the surgeon finally found it in the medullary cavity of the tibia at a depth of 6 cm. The surgeon removed it with forceps. It was reported that no broken piece was left in the patient's body. The surgery was completed with a 30-minute delay.